Event description:
PICC line placement attempt resulted in catheter that would not thread and upon removal noted the tip of catheter looked torn. Us and doppler confirmed catheter fragment in cephalic vein. Linear echogenic structure in the left central upper arm in the cephalic vein is consistent with a small piece of retained catheter fragment. Vascular consulted. FDA safety report ID # (B)(4).